Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that several weeks post-implant this pacemaker indicated less than three months remaining longevity. Device data was reviewed by boston scientific technical services (ts) it was confirmed that power use was greater than that consumed by the patient's therapy though no immediate cause of premature battery depletion could be identified. Ts recommended the device be explanted and replaced. A revision procedure was subsequently performed without complication. The patient was reported to have an intrinsic rate of 36-40 bpm with second degree atrioventricular block. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection confirmed no irregularities. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a higher than normal current drain was observed with the right ventricular (rv) pacing circuitry. Electrical testing and analysis of the internal components were then conducted, which isolated the high current condition to an anomaly on one of the component layers (gate oxide) within the device¿s integrated circuit. This anomaly causes a high current drain, which over time results in premature battery depletion.

Event description:
.